Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral material rupture and capsular contracture, baker grade unknown. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implant 325cc (left) and mentor memorygel breast implant 400cc (right) and experienced bilateral rupture and capsular contracture, baker grade unknown, which was confirmed by ultra sound and a mammogram. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 350cc, catalog #: 350-3501bc, serial #: (B)(4) (left), serial #: (B)(4) (right) on (B)(6) 2019. This report is for the left side implant.

Manufacturer narrative:
On 7/18/2019, mentor received photos of the reported devices for analysis. The devices themselves were not returned. Device evaluation summary: upon visual inspection of the picture, it was observed to be ruptured. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, complaint trends for mentor devices will continue to be monitored by quality assurance. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/15/2019, mentor was made aware the patient was diagnosed with seroma on the left side post-operatively. The seroma fluid was negative for cd30+ or alk- cells, showing no evidence of alcl. The patient's capsular contracture baker grades were baker grade 3 (right) and 4 (left). Manufacturer¿s reference number: (B)(4).